Event description:
A pt with a history of pe returned to the hosp complaining of chest pains. A CT noted that the filter, which was placed 3 months previously in a 14.7 mm cava, was currently located in the right atrium. The vena cava diameter on the CT was now 28.7 mm. The pt had open heart surgery the next day and the filter was removed. It's reported that the pt is currently fine.